Event description:
Caller reported a malfunction on the pump but did not experience any notable events prior to it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to contact technical support if the issue reappeared, which the caller acknowledged and understood.